Manufacturer narrative:
Date of event: approximated based on the date the manufacturer became aware of the event.

Event description:
It was reported that the patient experienced discomfort with the ipgs placement. The patient underwent a revision procedure wherein the ipg was repositioned and remained implanted in the patients body. The patient was doing well postoperatively.